Manufacturer narrative:
Evaluation summary: the investigation concluded that the root cause of fracture of the slot from the device is likely caused by a combination of wear on the corners of the cutting slot from the saw and device misuse. According to the material analysis report, the fracture propagated in such a way that the proximal face broke prior to the distal side. To cause this, the saw blade was most likely not inserted correctly. The correct insertion of the saw blade is perpendicular to the proximal face of the device. In this event a bending moment was applied to this slot, causing the fracture. The device manufacturing history record for the reported lot indicated no reported discrepancies.

Event description:
"It was reported that the anterior cutting slot on the #7 femoral cutting guide broke off while the surgeon was making the anterior cut."